Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after the first click voice, when the physician was trying to pull back the system, the system was recoiled and hemostasis was achieved by manual compression. After the physician's procedure, he had confirmed the region was the common femoral, the deployment steps of angioseal were applied by the physician. It was reported that there was no health damage to the patient.

Manufacturer narrative:
One used 6fr angio-seal vip device was received for evaluation. The device was returned with the hemostatic sheath, tamping tube, guidewire, polyfoil pouch, and packaging tray. The returned device was subjected to visual analysis. There was blood like substance on all returned components. No other gross visual anomalies were noted on the arteriotomy locator, guidewire or packaging tray. Focus shifted to the carrier tube assembly, which was found resting in a fully opened polyfoil pouch. The carrier tube assembly was not mated with the hemostatic sheath despite the deployment sleeve being in the rear lock position. The tamping tube could be seen fully exposed from the carrier tube assembly. At the distal end of the suture, the collagen was present. However, no anchor was present. The collagen did not appear tamped, as the black compaction marker was not visible. When the collagen was observed under microscopy, no tears were noted. The unattached hemostatic sheath was then observed. The bypass tube was inserted into the hemostatic valve. The inner lumen of the hemostatic sheath was inspected for the presence of the anchor. Only blood like substance was observed in the hemostatic sheath; no anchor was found. To check for the deformation of the hemostatic sheath hub microscopy was used. Deformation was observed on the hemostatic sheath hub. The deformation indicated that the deployment sleeve was forcibly removed from the hemostatic sheath. Based on the returned device the complaint could be confirmed for anchor detachment, as the anchor was not found attached to the collagen. The cause of the anchor detachment is unknown, but did not appear related to the forcible removal for the deployment sleeve from the carrier tube assembly. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.